Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon find the tip in the abdomen? What efforts were made to locate the active blade during the procedure? Yes, the procedure was stopped and the tip was located in the abdomen. ¿ was this procedure converted to an open procedure? No. ¿ was there any change in the patient care as a result of this event? No. ¿ what is the current patient status? Patient recovered as expected. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic lap whipples procedure,the device was being used to dissect tissue and upon removal during instrument change, the scrub nurse noticed the tip of the active blade was missing. The surgeon then checked inside the abdomen and found the tip. Opened a harmonic ace+7 to complete the procedure. There was no impact to the patient.